Event description:
On (B)(6) 2025, a user reported high blood glucose (bg) readings on their dexcom g7 cgm but was unable to confirm with a glucometer at the time. The user later went to the hospital and was diagnosed with diabetic ketoacidosis (dka). No issues were noted with the infusion set. The user was treated with intravenous insulin and discharged the following day. No long-term health effects were reported. The user remained on the ilet following the event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No device malfunctions were identified in the engineering logs. On (B)(6) 2025, the ilet was paused for a total of one hour during a period of rising blood glucose (bg), which reduced insulin delivery. Insulin resumed later that evening following a supply change. The cgm graph for (B)(6) 2025 shows a sustained period of hyperglycemia and minimal insulin delivery, which aligns with the user's report of diabetic ketoacidosis (dka). Based on the log review, insulin delivery was affected by prolonged pausing rather than device malfunction. Should additional information become available, a supplemental report will be submitted.